Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: no power on reset events observed in the black box to support power loss. Returned battery cap tightens securely onto the pump and is able to maintain electrical connection. There's a crack along the side of the battery compartment threads. There's another battery compartment crack from the threads to the bumper pad. Moisture observed in the battery compartment. Performed a leak test and found a battery compartment leak. Opened the pump case and found no further evidence of moisture. Returned battery cap is undamaged and was used for 24 hr test without any reboots. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.